Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg) and the leads had multiple impedances that was causing unspecified stimulation issue. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were retained by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred december 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), UDI: (B)(4).